Manufacturer narrative:
Model number / catalog number: sc-8216-50, serial number: (B)(4), batch / lot number: 15712742, model / catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing increased constant sharp shooting pain with burning tingling and numbness. It was also reported that the patient was having inadequate stimulation. The patient underwent an ipg and lead revision. The patient was doing well postoperatively.